Event description:
It was reported that the right atrial lead exhibited noise over the past year. During a normal device change out procedure on (B)(6) 2017, the lead was capped and replaced. The patient was in stable condition throughout the procedure and would continue to be monitored.